Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: two photos were provided by the customer for investigation. It could clearly be identified that the tubing was separated from the lower fitment. The customer's complaint that the IV set tubing was separated was able to be verified. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. This defect is usually associated with the manufacturing assembly process. However, due to no physical sample received, a full investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this defect is usually associated with the manufacturing assembly process. However, due to no physical sample received, a full investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced an IV set with a loose connection/separation/detachment. The following information was provided by the initial reporter: material #: 2420-0500 batch/ lot #: unknown. Some of the cvicu staff have been dealing with defective IV 2 port sets. The tube is coming out of the blue device. Unfortunately I don't have the lot number associated with this specific tube set.